Event description:
It was reported that during a robotic hysterectomy procedure, the device was leaking any time a 5 mm device was inserted into the device. The case was completed with the device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.